Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against 1 of 2 octrode lead kit, 60cm length; however, it is unknown which octrode lead kit, 60cm length, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), batch: 2787307.

Event description:
It was reported the patient's lead exhibited high impedances. Surgical intervention took place wherein the lead was explanted and replaced to address the issue. Note: it is unknown which lead is related to this issue.